Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the image was lost. It was noted that air was not removed during the preparatory flush. The procedure was completed with another of the same device. There were no patient complications.